Event description:
Baxter great britian reported 2 incidents of "white roller clamp broken and does not catch at end of twist" on the transfer set. Per affiliate, this issue was noted during use and no pt injury or medical intervention was associated with either incident.